Manufacturer narrative:
The manufacturer previously reported a trilogy evo device's display malfunctioned. There was no harm or injury reported. The device was evaluated at a third-party service center and the customer's complaint was confirmed. During the evaluation a ventilator inoperative alarm condition was observed. The device's system board was replaced to address the issues. Additionally, preventive maintenance was performed. The device's muffler assembly, inline proximal filter and air inlet foam filter were replaced per manufacturer's guidelines.

Event description:
The manufacturer received information alleging a ventilator's display malfunctioned. There was no harm or injury reported. The device has yet to be evaluated. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.